Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported that when the clinician opened the tray, the lidocaine vial was broken. Another kit was opened and used successfully. There was a delay in treatment, but it was not harmful to the patient. There are no reported patient injuries or complications.